Event description:
It was reported that the pt received an implant of a 01x08 vascu-guard patch for repair of the right carotid artery. The pt was reported to be an asa 4 and in declining health. It was noted that the implant procedure went well and without complication. The physician reported that he uses meticulous aseptic technique, including glove change, prior to handling implantable devices. Approx 12 days post-procedure, the pt presented with a neck abscess and was taken to the operating room for incision and drainage of the neck abscess. Cultures of the area were taken and pathological analysis revealed mrsa. The pt was prescribed an unspecified antibiotic. Infection control at the user facility was notified. It was reported that the pt currently works in a nursing home and is most likely exposed to mrsa as a healthcare worker. The pt's current status is unk. It was further noted that the pt was screened for mrsa prior to the implant procedure and test results were negative for mrsa.

Manufacturer narrative:
No product was returned for evaluation. Synovis' vascu-guard product is manufactured in a controlled environment under strict controls. All vascu-guard products must undergo 100% sterility verification as part of our manufacturing process. In addition, our chemical sterilant is validated as effective against staphylococcus aureus. The device history record was reviewed. According to the device history record, the device passed sterility verification and met specification at the time of manufacture.